Manufacturer narrative:
This report is submitted on august 24, 2023.

Event description:
Per the clinic, the patient experienced shocking sensation with the internal device use resulting in discomfort. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 26, 2023.